Event description:
Physician was attempting to deploy a resolute integrity drug-eluting stent to lmt. It was reported that the device became stuck at a previously deployed stent and was deformed.

Event description:
While attempting to deliver the resolute integrity drug-eluting stent to lmt with 90% stenosis but it was caught at the previously deployed stent and dislodged. Lad became occluded due to the stent dislodgment. This was treated with ballooning and the implanting of a non-mdt device at ostium of lmt.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent deformation); related to another drug/device ¿ (root cause was most likely related to the presence of a previously deployed stent in the vessel.); (no results available since no evaluation performed) - device or procedural images not provided for review. Conclusions: inherent risk of procedure ¿ (stent deformation); unable to confirm complaint - device or procedural images not provided for review; (related to operational context) root cause was most likely related to the presence of a previously deployed stent in the vessel. (B)(4).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (stent embolism). (B)(4).